Event description:
Had breast implants put in 17 years ago and have had health issues starting about 1 year after I had them put in. Health issues continued to worsen and was diagnosed with multiple autoimmune issues a few years ago. I had to pay out of pocket to have them removed and once I did, my health issues have started to improve.